Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise on the rv lead was observed. The noise appeared to be on the sense amp in an segm. The lead function was otherwise good and normal. Patient will be brought in to see if noise is reproducible, when monitored at follow-up.

Event description:
New information notes that programing changes were made, no noise observed, patient is fine.